Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. The cardiologist attempted super back down of the needles. Fluoroscopy showed that the needles were in place in the needle guide, but the device could not be removed. The pt was sent for surgical device removal. Surgery was successful and the device was doing fine. The device was discarded by the hosp staff and was not available for evaluation. Review of lot mfg records revealed no design or mfg defects. Reports from the field suggest that the sutures may not have been tensioned during device back-down and that failure to pull the sutures back out of the artery may have prevented device removal.